Event description:
Contact stated that the numbers did not turn on. Contact also stated that meter turns on but part of the numbers are missing. A review of the system was conducted over the phone. This review indicated that the display was missing segments. The contact was asked to return the meter for further evaluation and a replacement was provided. The contact was invited to call 24/7 with future questions/concerns.